Manufacturer narrative:
Based on the information provided on 17-apr-2019 that alleged the patient's wound had necrotic tissue, kci could not determine that the alleged necrosis and debridement were related to the activ.a.c.¿ therapy system. Based on the additional clinical information provided on 15-oct-2019, the nurse confirmed the patient experienced some minor necrotic tissue but undergoes scheduled serial debridements unrelated to activ.a.c.¿ therapy. Kci has deemed this event not reportable based on the information received on 15-oct-2019. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 17-apr-2019, the following information was reported to kci by the nurse: the patient's wound has yellow necrotic tissue. Per review of kci records, the patient was discharged from activ.a.c.¿ ion progress¿ remote therapy monitoring system on (B)(6) 2019 as "goal of therapy met." Per noted provided to kci on 17-apr-2019 noted on 15-mar-2019, the patient's right lower extremity had devitalized tissue within wound with malodor and edema. Per note provided to kci on 17-apr-2019, noted on 08-apr-2019, the patient's wound had 26%-50% white, grey, yellow or brown non-viable tissue with no admissions or emergency room visits since (B)(6) 2019. Per documentation on 17-apr-2019, the nurse noted non-viable white, grey, yellow, brown tissue present, and the patient underwent a sharp debridement of non-viable tissue. The patient continued to use activ.a.c.¿ therapy from (B)(6) 2019 to (B)(6) 2019 with no activ.a.c.¿ therapy holds. On 15-oct-2019, the following information was reported to kci by the nurse: the patient experienced some minor necrotic tissue but undergoes scheduled serial debridements unrelated to activ.a.c.¿ therapy. On 29-jan-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2019, the device was placed with the patient. On 03-may-2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.